Event description:
The customer reported high blood glucose. The ring on the top of the reservoir compartment is missing pieces. At the time of the event, the blood glucose level was 500 mg/dl. The patient also stated that there are cracks on the display. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. The current blood glucose level is 390 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.